Event description:
It was reported that the right ventricular (rv) lead fractured and triggered the lead integrity alert. At the lead revision for the rv lead, the right atrial (ra) lead was found to have a break in the insulation. Manipulation of the ra lead resulted in high impedance. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The leads were returned and analyzed. Evaluation summary for (B)(4): the partial lead was returned in segments. The distal and defibrillation conductors were distorted. The defibrillation conductor presented with a fracture (overstress). The outer insulation was breached (clavicle-rib crush). The outer tubing overlay was melted with cosmetic environmental stress cracking. There was a cosmetic depression on the outer insulation. The helix/lobe was distorted/bent. It was also noted there was blood in/on the helix/lobe mechanism. Evaluation summary for (B)(4): the full lead was returned. The outer insulation was melted. The proximal conductor was cut with blood/body fluid (not obstructed). There was cosmetic environmental stress cracking on the outer insulation. It was also noted there was apparent explant damage.